Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic for follow up after receiving a patient notifier for pacing lead impedance being lower than normal range. The lead was tested and the measurements were normal. Patient will continue to be monitored. Lead remains implanted.